Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there had been a hospitalization due to high blood glucose. The blood glucose reading at the time of admission was 600 mg/dl. The customer was treated with intravenous fluids for 4-6 days. The customer was unable to describe any possible damage to the drive support cap. The customer did not recall if she was wearing the insulin pump at the time of the call for paramedics. The customer reported that the blood glucose always tended to be high.